Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an intravenous (IV) infusion of columvi with a clearlink continu-flo solution set and a spectrum pump. During the IV infusion, an air in line alarm was generated. It was further reported when the nurse opened the pump door to address the alarm, they forgot to clamp the tubing and the patient received an over infusion which resulted in intubation of the patient and subsequent death. According to the reporter, ¿the medication is a very low dosage and is only run at a rate of 6.25ml/hr with a total volume of 25ml for the initial dose and by not engaging the roller clamp, the bolus of medication from the amount in the tubing was significant¿. No additional information is available.

Manufacturer narrative:
H10: it was reported that when attempting to clear air from the IV line, a clinician did not clamp the line before opening the door, resulting in free flow. There is no suspected device malfunction, as the issue was caused by user error. Spectrum iq operator¿s manual informs the user that they should ensure the roller clamp below the pump is in the closed position before unloading a primed IV set, and that to open the pump door, the IV set¿s slide clamp must first be closed (thus providing ¿set-based anti-free flow¿ protection). Additionally, an "air-in-line!" Alarm presents on the pump display with instruction to close the roller clamp before opening the door. Should additional relevant information become available, a supplemental report will be submitted.